Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump kept on shutting down. The insulin pump fell and the battery compartment cracked all the way down. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.